Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6), UDI#: (B)(4). G2: foreign country - japan. H3, h6: multiple fdd/annex a codes were reported. A05 was coded for localizer faulted. A1102 was coded for localizer faulted appeared. The system was serviced in the field by a medtronic representative. The camera was replaced to resolve the issue. Codes b01, c08, and d02 are applicable. The 9735821r camera, lot p917943 was returned for evaluation. Analysis found an electrical failure. The event logs reported illuminator voltage measured lower than recommended operating voltage 7 times. The postion sensor unit (psu) passed an accuracy test (aak) at .158mm with a passing threshold of .250mm. Codes b01, c02, c08 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the localizer faulted appeared during preparation, the navigation wheel did not respond, so the positioning sensor unit (psu) needed to be replaced. There was no patient involvement.